Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the side cover was jamming mini drawer. The field service engineer adjusted the side cover and performed preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the drawer was failed. The customer stated that this malfunction occurred while user trying to issue medication to the patient. There were no adverse events or injuries reported based on this event.